Event description:
The customer reported an external pads cable failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported an external pads cable failure. No patient involvement was reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.